Event description:
It is reported that the locking ring was stuck in the groove. A new implant was opened and used.

Manufacturer narrative:
This report will be amended when our investigation is completed.